Manufacturer narrative:
Device was returned for analysis on 5/8/2014. Complaint conclusion: as reported by an affiliate, there was a problem during coil deployment. A micrusphere 10 - platinum microcoil (sph10040020/c17068) stretched after 3 attempts of deployment. The doctor decided to remove the entire assembly of the guide catheter, microcatheter and coil to avoid losing the coil. The brands of microcatheter and guide catheter were not reported. There were no patient consequences and the coil did not detach prematurely. No additional information could be obtained. The device was returned for analysis. The coil was found to have been mechanically detached from the device positioning unit (dpu) and not returned. The microcoil system was returned completely unsheathed with the resheathing tool against the strain relief and advanced onto the proximal section of the green introducer. The most likely contributing factor to the coil stretching occurred during the three repositioning attempts of the coil inside the aneurysm where it was reported that the coil then stretched. During repositioning, if there were coils already dwelling inside the aneurysm, the coil may have become temporarily anchored on those coils, on itself, or on the distal tip of the microcatheter. The anchored coil most likely stretched during the reaction movement of the coil. If this occurred, then for optimum product performance and to prevent potential complications the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the coil, the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching could not be confirmed without return of the coil. It is not possible to conclusively determine the root cause of the stretching; however, procedural/handling factors addressed in the fal may have contributed to the event. Since it was confirmed that the detachment did not occur during the procedure, post-procedural handling contributed additional damage and detachment found during analysis. There is no evidence that the stretching was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, there was a problem of coil deployment. A microsphere 10 - platinum microcoil (sph10040020/c17068) stretched after 3 attempts of deployment. The doctor decided to remove the entire assembly of the guide catheter, microcatheter and coil to avoid losing the coil. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. (B)(6). No information is available regarding the target vessel, concomitant devices, or patient age, gender or weight. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Multiple attempts to obtain additional information and device return were unsuccessful. No additional information could be obtained. Correction: it was initially reported that the device would be returned for analysis; however the device was not returned. Complaint conclusion: as reported by an affiliate, there was a problem of coil deployment. A micrusphere 10 - platinum microcoil (sph10040020/c17068) stretched after 3 attempts of deployment. The doctor decided to remove the entire assembly of the guide catheter, microcatheter and coil to avoid losing the coil. There were no patient consequences. After multiple attempts to obtain additional information, no information was provided. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was not confirmed since the device was not returned for analysis. The root cause of the complaint could not be confirmed based on the information provided; however, procedural/handling factors may have contributed to the complaint. There was no evidence of a design or manufacturing issue related to the complaint; therefore, no corrective actions will be taken at this time.